Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a right ventricular lead revision it was noted that the atrial lead showed an insulation defect. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut and pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The outer insulation breached and proximal conductor fractured were observed during analysis occurred at explant. There is no insulation breached or fractured in-vivo was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.